Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited sensing of atrial events resulting in pacing inhibition due to suspected large p-wave amplitudes. Device sensitivity was reprogrammed but the issue persisted. Information was subsequently received indicating the patient experienced syncopal episodes occurring approximately 6 and 10 weeks post-implant. An x-ray was performed confirming lead dislodgement. A revision procedure was scheduled that the patient later cancelled. It was noted that the patient may undergo a competitor revision though no further details have been provided. No additional adverse patient effects were reported.